Event description:
It was reported that "surgeon was using french bender to bend vitallium rod for implantation. Rod snapped while being bent in french bender."

Manufacturer narrative:
Additional info has been requested and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.